Event description:
The customer reported that their transmitter doesn't send waveforms to the central nurse's station (cns). It was confirmed that the unit was set correctly but the waves are simply not crossing over. No harm or injury was reported. They will be sending this unit in for an exchange.